Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow up, episodes of non-sustained noise was observed on the rv lead. Physician elected to monitor the patient due to stability of the electrical parameters and shortness of the noise episodes. Patient was in stable condition.